Event description:
It was reported that on three unspecified dates, the patient underwent coronary stenting procedures with implantation of two non-abbott stents and an unspecified xience prime stent in the proximal left anterior descending artery. On (B)(6) 2014, the patient experienced angina and underwent a coronary procedure. In-stent restenosis was noted in the xience prime and non-abbott stents and was treated with implantation of 3 drug-eluting coronary devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant for the xience prime stent will be estimated as (B)(6) 2014. There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.